Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation and an overstimulation sensation. The symptoms occurred following the installation of a "smart monitor" in the pt's home in order to monitor electricity usage. The stimulator had been reprogrammed a "few" times, and the stimulation was better when the pt was away from home. Additional info has been requested, a f/u report will be sent if additional info becomes available.